Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use foreign matter was discovered in device with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: before opening a package, black fm was in the device.